Event description:
(B)(4). After the procedure I start feeling so much pain and I have hemorrhage. The doctor sent me metronidazole because he said I got an infection. They just put one coil in the left side because my pain was terrible at the point that I pass out. Since that day my hips, back is killing me plus I got like a rash on my arms. When I sneeze I feel the coil pinching inside. This thing is a killer device.